Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 600 mg/dl. Customer also stated that they were unable to login to care link to upload on insulin pump. Customer was assisted with resetting password and advised to wait one hour and try to login. Customer did not wish to trouble shoot for high blood glucose. The insulin pump will not be returned for analysis.